Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms in triad configuration. Additionally, noise was produced on the shock channel with patient isometrics and valsalva maneuvers. Review of the individual programmed vectors showed measurements greater than 125 ohms in rv coil to ra, and ra coil to can. Measurements were within normal limits at 94 ohms in rv coil to can. Technical services (ts) discussed a potential coil issue or calcification the lead and discussed troubleshooting options as well as the option of reprogramming to rv coil to can and performing defibrillation threshold (dft) testing. No changes have been made and dft testing is being considered, however, has not been scheduled at this time. No adverse patient effects were reported. This device remains in service.